Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed infusion sets, however occlusion alarms persisted. Additionally, it was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.